Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had the bending sheath cover broken with metal protruding from the bending sheath cover. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leakage from the insertion tube, the distal end insulation was out of standard, the distal end cover had dents and scratches, the bending section rubber glue was cracked, the objective lens was chipped and the glue was worn, the light guide lens was chipped and the glue was worn, switch 1 was cut, the insertion tube was punctured, the insertion tube insulation was out of standard, the light guide tube had buckles, the scope connector was loose, the angulation was low, the control knob had play, and the labels were illegible. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to improper use of mouthpiece during insertion of the subject device. The event can be prevented by following the instructions for use (IFU) which state: 4.1 insertion: insertion of the endoscope: to prevent the patient from accidentally biting the insertion tube during an examination, it is strongly recommended that a mouthpiece be placed in the patient¿s mouth before inserting the endoscope (for gif models only). Olympus will continue to monitor field performance for this device.